Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the power outlet "burned out or caught on fire while plugs in".. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.